Event description:
It was reported by the rep that the device was used during an appendectomy. It was reported the ets misfired. No adverse event. The case was completed with a new ets from the shelf. There was no consequence to the pt.